Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to phrenic nerve stimulation and a new device was implanted. No additional adverse patient effects were reported.